Manufacturer narrative:
Product ID: 3877-45, lot# 0206908033, product type: lead. Mfg site ID was updated to 9614453. Device information was updated.

Event description:
It was reported that ¿stim¿ wasn¿t working. This was reportedly the second time it had ¿broken¿ in a year. No further information was reported. Additional information has been requested to provide clarity to the event but was unavailable as of the date of this report. A supplemental report will me made available when this information is received.

Manufacturer narrative:
(B)(4).